Manufacturer narrative:
Final device analysis results revealed broken welds at bond wire pads.

Event description:
The device was returned to the MFR after 24 months implant duration because the pt no longer felt stimulation. The device was replaced because of no telemetry.